Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The impedance reached an out of range value. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested from the field representative regarding initial reporter information. Should additional pertinent information be received, a supplement report will be sent.